Event description:
This report summarizes <noe> 4 </noe> malfunction events. A review of the events indicated that four (4) patient samples tested on the neo iris, automated blood bank system produced inaccurate results. Four (4) instrument malfunctions produced inaccurate abo using the abo forward typing assay based on historical results for the patients; with one sample inaccurately recognizing anti-a, two samples inaccurately recognizing anti-b and one sample inaccurately recognizing anti-d. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.